Event description:
Prior to the vns implant, pt was experiecing one seizure a month and now pt is having one a week. The reporter also stated that there have been no medication changes and the magnet is effective in stopping the seizures. The cause of the increase in seizures is unknown at this time.